Event description:
The doctor reported that the pt has had an infection at the implant site for the past three months. The pt was treated with antibiotics (type unk). The pt was recently admitted to the hospital with cellulitis and vasculitis, secondary to infection. The pt's device was explanted. The pt is improving since explant. The pt is being monitored.